Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) display exhibited an alert error code. Although requested, there is no available information regarding the patient being transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the expiratory flow sensor (q3) due to an error code indicating a "bad expiratory flow temperature." The unit passed all tests and calibrations, and it was observed to be operation within manufacturing specifications. (B)(4).